Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and a pump stop while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 19.25¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The clamshell repair that was installed was also unremarkable. The clamshell repair, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. The relevant sections of the device history records for vad-19308 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Clamshell repair reported under MFR report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop. The patient had a recent clamshell repair in the past month. Review of the log file, which captured low speed and pump stop events on (B)(6) 2020 while the white lead was connected to the power module. This type of behavior had been linked to issues with the percutaneous lead. The issues only appear to occur when connected to the power module. On (B)(6) 2020 replaced the entire external portion of the driveline with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The report stated that there was no damage found to the portion of the driveline that was removed. The patient was sent home with ungrounded cable. It was presumed that the driveline fracture was internal. The patient was stable.